Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the thumb advancer and sheath shredding were confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, resistance was felt during advancing the thumb advancer and the sheath began to shred. The guide wire was re-inserted and the starclose se device was removed using the safety release mechanism. A second starclose se device was able to be used as vessel access was not lost. Hemostasis was achieved using the clip of the second starclose se device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.